Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot. A root cause has not been identified. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision in the operative eye. It was also reported that the patient had an unexpected hyperopic outcome of approximately 1.5 refractive diopters from target. The iol was later exchanged. The patient's vision was reported to be improved with the current lens, and the patient is content with her vision. Additional information has been requested.